Event description:
It was reported that the customer had to change the battery of the insulin pump every two days and received a failed battery test alarm. The customer's blood glucose was unknown. Troubleshooting was done. Advised customer that if the alarm was not clear the first time then the alarm would recur with each new battery inserted. The customer stated that he did not received another failed battery test alarm. Advised that a replacement battery cap would be sent. After receiving the replacement battery cap, the customer stated that the failed battery alarm did not recur. Advised to monitor the insulin pump. Informed customer that the requested replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unit received with minor scratches on case and lcd window. Unit received with cracked case at display window corners and battery tube threads. Unit received missing end cap sticker.